Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was reported indicating that the patient had passed away. Vegetation was noted on their aortic valve. No allegations were made against the implanted system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had developed infection with sepsis. The patient presented with hypotension due to sepsis from an open leg wound. A transesophageal echocardiography was performed and revealed a vegetation on the aortic valve. It was also reported that the patient had an aortic valve endocarditis. Furthermore, the open leg wounds were positive for streptococcus. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.